Event description:
During a coronary drug eluting stenting treatment procedure, the shaft fractured. In 2004, during the procedure to place a taxus express2 3.0 x 16mm drug eluting stent, the shaft broke. The procedure was completed with another of the same device. There were no reported pt complications.